Event description:
It was reported that this left ventricular (lv) lead potentially exhibited loss of capture (loc). Technical services (ts) reviewed the reports and could not confirm there was true loc. The lead remains in use. No adverse patient effects were reported.